Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an adverse event occurred. The patient stated that they have missed alerts and ended up unconscious or close to it a few times. No medical intervention was reported. At the time of contact, patient was in normal condition. Data was provided for investigation confirmation of the complaint was not confirmed via data. The probable root cause could not be determined post investigation as the allegation was not found. No additional event or patient information is available.